Event description:
Additional information received indicated that the patient was stable after the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate atp and shock therapies due to supraventricular tachycardia with rapid ventricular response. The physician elected to make medication changes and the patient will continue to be monitored.